Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(6)) on 24-sep-2018. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("right implant had perforated fallopian tube/right implant was mostly on side of abdominal cavity") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal spotting") and abdominal pain lower ("lower abdominal pain occasionally"). The patient was treated with surgery (laparoscopic hysterectomy and fallopian tubes removal). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, fallopian tube perforation and vaginal haemorrhage with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: 2018-2171) on 24-sep-2018. The most recent information was received on 03-oct-2018. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("right implant had perforated fallopian tube / right implant was mostly on side of abdominal cavity") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal spotting") and abdominal pain lower ("lower abdominal pain occasionally"). The patient was treated with surgery (laparoscopic hysterectomy and fallobian tubes removal). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, fallopian tube perforation and vaginal haemorrhage with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.